Event description:
During a case, the user was using a bi-furcated endotracheal tube. The surgeon had one lung clamped off and the surgeon reported to the anesthesia resident that there was filling of the clamped lung. The resident called an attending and the two staff members made an adjustment to the airway. The resident then noticed dropping entitled co2 patterns and one of the attending believed that the piston was no longer moving. The user switched to manual/spontaneous ventilation mode and noted no resistance in the system. The patient was ventilated with alternate device. The anesthesia machine was checked by performing a leak test, the device passed, and functioned normally. The machine was used to complete the case. No patient injury.